Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: hi (result > 33.3 mmol/l), 18.0 mmol/l, 11.9 mmol/l, 17.2 mmol/l and 10.6 mmol/l. Readings occurred with two different cassettes of test strips. Customer is not sure which cassette was used for the results. The customer also compared these results to a competitor device which produced results between 11.0 mmol/l and 12.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Case indicates customer is boy in one place and female in another. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 278239. Reference medwatch with patient identifier (B)(6) for the strip lot 278161.